Manufacturer narrative:
(B)(4). The set has been received but the investigation is pending. A follow up report will be submitted once the investigation has been completed.

Event description:
Email from customer states "leaked when flushing with saline bolus above it". There was no report of pt harm or medical intervention.